Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) 2018 and fluid was build up around the heart and kidney transplant. The customer had high blood glucose. The customer's blood glucose was 428 mg/dl and 172 mg/dl. The customer experience terrible chest pain due to high blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.